Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and dim and discolored display screen visual. This report is made based on results of investigation completed on 05/26/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 05/26/2015 with the following findings: the display screen visual was observed to be dim and discolored due to an unidentified display failure. The battery compartment was observed to be cracked in the area below the grip pad. Unrelated to the aforementioned device failures, the information label was found to be faded and illegible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).